Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified: deformation device, creases fold, brown particles and weight to the spec., voids and bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The events of lymphadenopathy and capsular contracture, baker grade iii are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "firmness, grade iii capsular contracture,¿ "pain," ¿enlarged lymph nodes."

Event description:
Patient reported right side "joint and muscle pain, swollen lymph nodes." Healthcare professional additionally reported "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Patient representative reported patient experienced "mental anguish and fear of increased risk of alcl, increased risk of alcl,¿ ¿removal of implants due to fear of alcl,¿ ¿emotional manifestations that are severe and ongoing,¿ ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿anxiety¿ and ¿aggravation of anxiety,¿ ¿tissue damage,¿ ¿rashes," ¿itching,¿ ¿total capsulectomy, firmness, grade iii capsular contracture,¿ "pain," ¿enlarged lymph nodes" and ¿chronic inflammation.¿ patient also reported "numbness in hands and feet, dry eyes, brain fog, memory loss, shortness of breath," "irregular heart beat, thyroid problems, bowel problems, diagnosed with ulcerative colitis," these events are not related to the device. Patient representative also reported patient experienced ¿depression¿ and ¿aggravation of depression," "aggravation of ulcerative colitis and diarrhea, aggravation of acid reflux,¿ ¿disfigurement,¿ ¿weight gain,¿ ¿insomnia¿ ¿reactive fibrosis;¿ these events are not related to the device. Device was explanted.